Event description:
The catheter was found to be broken just distal to the manifold. Reporting individual believes catheter became stuck in wheelchair and broke. The distal catheter segment was removed with tweezers.